Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary picture review: narrative (plate breakage) could be confirmed from provided picture. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the patient underwent for a removal surgery of mtp fusion plate. The surgeon noticed that the previous dps plate had broken and due to failure of the implant, he added a cci medially for plantar compression on (B)(6) 2020. It was unknown the surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is for (1) straight pelvic osteotome 15mm. This is report 1 of 1 (B)(4).